Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to a faulty printed circuit board assembly (pcba).

Event description:
The customer reported that the ventilator's user interface module (uim) touchscreen goes dark intermittently. It is unknown if there was any patient involvement.